Event description:
The pt contacted lifescan in 2005 and alleged that her one touch ultra meter was reading inaccurately erratic. The pt had received results of 352 mg/dl, 148 mg/dl, and 124 mg/dl with a lifescan meter, performed within 10 minutes of each other. The pt was walked through two consecutive control solution tests and the results fell outside the specified range. Based on the failed control solution tests, there is indication that the product malfunctioned. A replacement meter, control solution, and test strips were sent to the patient.